Event description:
On (B)(6) 2012, the patient underwent surgery with the g3 long nail. For over a year, the fracture was non-union. (B)(6) 2013, the patient had pain in the hip joint. The surgeon confirmed by x-ray that the nail was broken. The patient underwent the revision surgery on (B)(6) 2013.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the returned device matched the report, and the incident was confirmed. Investigation revealed no discrepancies in material of manufacturing. According to the damage and the evidence of the breakage surfaces the nail broke in a fatigue fracture due to overload after a period of implantation of approx. 68 weeks. The event description confirmed a nonunion. Consequently, the nail was not relieved by bone consolidation and had to absorb the complete load application during the implantation period. Increasing and / or permanent load application will inevitably lead to fatigue of material. Evaluation revealed evidence that the event is not linked to a deficiency of the device but is rather related to high load application by the patient associated with a nonunion of the bone fracture. A more precise statement is not possible with the information given.

Event description:
On (B)(6) 2012, the patient underwent surgery with the g3 long nail. For over a year, the fracture was non-union. (B)(6) 2013, the patient had pain in the hip joint. The surgeon confirmed by x-ray that the nail was broken. The patient underwent the revision surgery on (B)(6) 2013.